Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 420 mg/dl. Customer also stated that the insulin pump received no delivery alarm. Customer was advised that the positioning in motor may have shifted. Customer was assisted customer in performing a 5.0 unit fixed prime. Customer stated that the insulin did not exit and insulin pump alarmed no delivery. Customer reported that insulin did not exit with plunger push as well. Customer was advised to remain disconnected and to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. Customer reported that insulin did not exit with plunger push. Customer explained that the alarm was caused by infusion set or reservoir connection. Customer was advise to replace infusion set and reservoir. Insulin pump will not be returned for analysis.